Event description:
It was reported by a healthcare professional (hcp) that the customer was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of embrace brand test strips. The hcp reported unspecified treatment from third-party due to this issue. The hcp could not provided any other information "as they verified they didn't know what happened". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. Meter powered on with button depression, but not test strip insertion. A port issue was observed. Meter was de-cased. Visual inspection was performed and blood contamination was observed. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported by a healthcare professional (hcp) that the customer was unable to test due to his adc blood glucose meter turning on with button press but not with insertion of embrace brand test strips. The hcp reported unspecified treatment from third-party due to this issue. The hcp could not provided any other information "as they verified they didn't know what happened". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.